Event description:
I wanted to make you aware of a problem that we have had with the rusch 24 fr.30 cc foley catheters ref #170630240 lot number kme21f0479. We have had two balloons break while after being inserted the balloon did not break right away it had been in the patient for approximately 4 hrs. Below is an excerpt of what happened by the nurse who cared for the patient: foley bulb placed in patient's cervix by at 0055 on 10/20/21; 30ml of normal saline administered to balloon port by rn and device assessed to be in appropriate location. Bulb tested by rn at 0255; tension confirmed not ready for removal. Bulb re-assessed at 0405 by srn bulb moved under tension, rn noted pop and examined bulb under light where it was noted that cervical balloon was shredded. Digital exam performed and no remnants found in vagina or opening of cervix. Md and rn made aware of situation.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. One representative sample was returned for investigation. Complaint balloons break while after being inserted, the balloon did not break right away, it had been in the pt. For approximately 4 hrs this indicates that the balloon was in good condition at the initial point of use. Visual inspection of the product showed all parts are intact. No other abnormality found. The balloon was inflated with 30ml of distilled water and left on the work bench and monitored for 2 hours . Upon completion of the monitoring period, the balloon remained in inflated condition with no sign of swelling or change in form and size. When deflated via empty syringe barrel, the balloon returned to its original state as per intended. Based on complaint statement, it is likely that the balloon had burst. Burst balloon may happen due to various reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. Balloon could also burst if balloon have come in contact with bladder or based on literature review, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, the representative samples did not exhibit any sign of damage and failure to perform as intended. Therefore, this complaint could not be confirmed.

Event description:
I wanted to make you aware of a problem that we have had with the rusch 24 fr.30 cc foley catheters ref #170630240 lot number kme21f0479. We have had two balloons break while after being inserted the balloon did not break right away it had been in the patient for approximately 4 hrs. Below is an excerpt of what happened by the nurse who cared for the patient: foley bulb placed in patient's cervix by at 0055 on 10/20/21; 30ml of normal saline administered to balloon port by rn and device assessed to be in appropriate location. Bulb tested by rn at 0255; tension confirmed not ready for removal. Bulb re-assessed at 0405 by srn bulb moved under tension, rn noted pop and examined bulb under light where it was noted that cervical balloon was shredded. Digital exam performed and no remnants found in vagina or opening of cervix. Md and rn made aware of situation.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
I wanted to make you aware of a problem that we have had with the rusch 24 fr.30 cc foley catheters ref #(B)(4) lot number kme21f0479. We have had two balloons break while after being inserted the balloon did not break right away it had been in the patient for approximately 4 hrs. Below is an excerpt of what happened by the nurse who cared for the patient: foley bulb placed in patient's cervix by at 0055 on 10/20/21; 30ml of normal saline administered to balloon port by rn and device assessed to be in appropriate location. Bulb tested by rn at 0255; tension confirmed not ready for removal. Bulb re-assessed at 0405 by srn bulb moved under tension, rn noted pop and examined bulb under light where it was noted that cervical balloon was shredded. Digital exam performed and no remnants found in vagina or opening of cervix. Md and rn made aware of situation.